Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated/eri. (B)(4). Time of recommended replacement time (rrt) in save to disk occurred on 22-jun-2012 with device rrt<=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between 12-jun-2012 and 17-jul-2012. A patient alert for low battery voltage occurred on 22-jun-2012 02:15:03.

Event description:
It was reported that the device was at elective replacement indicator (eri) after four years and premature battery depletion was suspected. It was noted that the pre egm storage feature was on for 3 months and is still on. The device was explanted and replaced. No patient complications have been reported as a result of this event.